Event description:
A customer contacted beckman coulter inc. (Bci) to report that the unicel dxc 600i synchron access clinical system generated false high results for na, k, cl, co2, and calc for two (2) patient samples. False high results were reported out of the lab and questioned by the physician. Samples were reanalyzed after troubleshooting with bci hotline. Reports were amended with repeat results. Treatment was not initiated or withheld based upon the results reported.

Manufacturer narrative:
Sample collection and storage information were not provided. Qc prior to the event was within lab-established ranges. Per bci hotline instructions, customer inspected the ion selective electrode (ise) module for leaks and bubbles. Customer found numerous bubbles in the ratio pump and traced the source of the issue to kinked ise buffer reagent tubing. Customer acknowledged that the reagent was recently replaced and the tubing could have become kinked at that time. The kink was removed and the system was primed. Calibration and qc then passed. Bci field service engineer (fse) evaluated the instrument and found no further issue. Ise "health check" testing passed specifications.